Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy procedure, while being applied on the lungs, the devices were unable to fire even when the green button was pressed and handle was squeezed, resulting to an incomplete proximal staple line. In order to resolve issue, the surgeon hand sewn the staple line. There was no patient injury.